Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that the recharger is getting very hot where the cord meets the paddle. Patient stated that when they placed it on their back, they could not keep it there because it felt almost like it was burning. For the event date, patient stated probably they had go 2 weeks ago, they would say around (B)(6). A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is approximate. Month and year confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial#: (B)(6), UDI#: (B)(4), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.